Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. Performance data collected from the device was analyzed and oversensing occurred. One ventricular fibrillation (vf) episode of 210 ms average ventricular cycle occurred on (B)(6) 2010 at 13:14:02.

Event description:
It was reported that the doctor suspected that the patient received inappropriate therapies. The patient will be checked to determine whether reprogramming will be performed. The device and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.